Event description:
It was reported that one of the anterior cervical fixation screws backed out post op. A revision surgery was performed approximately two and half months post op. The patient reportedly is doing well after the revision surgery.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog #876-314 and catalog #876-316, was cleared in the united states.